Manufacturer narrative:
(B)(4). One used outlook pump tubing set, without packaging, was received for evaluation. The drip chamber of the set was attached to an extension set, which was spiked into a pab bag. A plastic adapter was also attached at the distal connector of the outlook pump set. In an attempt to replicate the reported event, the returned sample set-up, with all components still attached, was tested at 10 psi air pressure for 10 seconds. There were no leakages observed at any of the connections or from any other location on the sample. The outlook pump set was then removed and was separately subjected to an air pressure leakage test according to specification with acceptable results. There were no leakages observed during the testing time frame. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. There were no other reports of this nature against the reported lot number. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned sample met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facility: reports the tubing set leaked chemotherapy medication (carboplatin). The leak was noted during infusion to the patient. It could not be determined where along the tubing set the leak occurred.